Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device ( aim-arm 130° f/pfna blade, part number 03.010.407, lot number 2618498). The subject device was returned with the complaint condition stating: device history record review (DHR) of complained buttress compression nut shows that this specific lot was released after complete final inspection with no findings in september 2010. No nonconformances (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Carried out functional test shows good functionality of the parts. Parts could be locked as intended. However, several signs on the parts show wear and tear during long term in use. No product fault could be identified. We are not able to reproduce the reported problem and to identify the exact root cause for the reported problem. During the manufacture of the product that would contribute to this complaint condition. Carried out functional test shows good functionality of the parts. Parts could be locked as intended. However, several signs on the parts show wear and tear during long term in use. No product fault could be identified. We are not able to reproduce the reported problem and to identify the exact root cause for the reported problem. A device history record review was performed for the subject device lot number 2635830. Manufacturing location: bettlach. Date of manufacture: 02.sep.2010. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure to repair a femur trochanteric fracture on (B)(6) 2017, as surgeon was inserting the blade, the buttress nut unlocked twice. Surgeon was able to lock the buttress nut on the third attempt. Surgeon commented the shutter was looser than usual. Surgery was completed with no delay. Concomitant devices reported: pfna-ii blade (part 04.027.056s, lot l016498, quantity 1). This report is for one (1) buttress nut. This is report 2 of 2 for (B)(4).